Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year-old caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant (left) and a 300cc mentor memorygel breast implant (right) experienced bilateral wound infection post procedure. The patient began experiencing fevers post procedure. The patient tested positive for methicillin-resistant staphylococcus aureus (mrsa) and developed sepsis. Additionally, the incision sites opened up twice on each side. As a result, explant was performed on (B)(6) 2023. See 1645337-2023-06093 for contralateral prosthesis report.